Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on (B)(6) 2016. The fse replaced the small syringe, 6 way valve, inlet check valve, sample loop, sample needle, rotor seal and stator face and all 3 buffer valves. The fse also replaced the injector valve then verified proper operation and good chronography on several patient samples. Precision testing passed with no errors. The instrument was calibrated and quality control was run the system passed all testing with no errors. The g8 was working as intended. No further action required by fse. The probable cause of the event was injection valve failure.

Event description:
On (B)(6) 2016 a customer reported low total areas (ta) with their g8 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hba1c patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.